Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Product analysis: impact component missing and not returned for analysis. Optical inspection of weld suggests weld was material transfer was made. After visual optical and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Event description:
Pre-op diagnosis: degenerative disc disease at l5-s1 procedure/ technique: transforaminal lumbar interbody fusion (tlif) it was reported that intra op, on insertion of the cage, the placement got too anterior, and while trying to retract the cage and inserter, the metal box around the inserted wheel broke. The product came in contact with the patient. No patient complications were reported due to this event.